Event description:
A customer contacted technical service to report that resident bed frame, had an issue, exposed wires on power cord. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The device was requested for service/inspection by baxter.

Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. The resident ltc bed gives a unique combination of function, aesthetics, durability, and value to enhance the relationship between the patient and the long-term care facility. It offers a comfortable work height for caregivers and easy access for the patient. The technician replaced the control box with power cord to resolve the reported event. Based on this information, no further action is required.